Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating nine cadd administration sets constantly showed overpressure on the pump, all error messages were checked, and the error message could not be resolved. It was reported the end user replaced the lines with no change, after changing the disposable to a different administration set the unit no longer displayed an error message.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating nine cadd administration sets constantly showed overpressure on the pump, all error messages were checked, and the error message could not be resolved. It was reported the end user replaced the lines with no change, after changing the disposable to a different administration set the unit no longer displayed an error message.